Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filled. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported, a patient noted, as acute myocardial infarction/cardiogenic. Shock was attempted to be implanted with an impella device, for mechanical circulatory support. The pump was placed without complication. However, when the slack was removed, the pump came out of the left ventricle and the cannula kinked in the aorta, due to a very short and aggressive downward angulation of the aortic arch. The pump was subsequently, removed and replaced. Ultimately, care was withdrawn. And the patient expired. Medical safety review of the event noted, there is not enough information to exclude the impella device as an associated factor in the patient's demise.